Event description:
At about 1 month and a half from primary, the patient came in reporting pain because the primary poly did not engage with the lateral compartment. The cause is unknown. The surgeon performed a poly swap and the surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed by clinical affairs department. 6 weeks after primary cemented tka, the patient must be operated again because the tibial insert is not clipped to the baseplate. We cannot determine when the unclipping took place because we have no immediate postop xray. It is therefore possible that the insert could never find its optimal seating, perhaps due to some small particles that got trapped between poly and metal and prevented the snap fit to happen thoroughly. We did not have the opportunity to examine and check the explanted insert, so no consideration can be made on the retrieval. Batch review performed on 05-06-2025 lot 2428507: (B)(4) items manufactured and released on 29-11-2024 expiration date: 2029-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved (not revised): batch review performed on 05-06-2025. Gmk-sphere 02.12.t3i4r gmk-sphere tibial component cemented t3i4r (k121416) lot 2426012: (B)(4) items manufactured and released on 13-12-2024 expiration date: 2029-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.